Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported that the pump had random changes in date and year. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: a review of the device history indicated no activity related to the complaint. The dates in the total daily dose history were observed to be accurate. A timekeeping accuracy test was performed and the pump showed to be keeping time accurately. No defect was found.